Event description:
Procedure type: unk - rectum. Reportedly, the active blade of the device broke. Then the surgeon used another ultra shears to complete the case. After the operation, the surgeon confirmed that a part of active blade was missing. It is unk whether the broken part remains in the pt cavity and it was not found with x-ray. The incision was not extended to retrieve the component and there was no significant delay to surgery time (less than 30 mins). No further info is available and no pt injury reported.